Manufacturer narrative:
Code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code c20 ¿ the device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use, if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal body outer diameter of a 22fr gore® dryseal flex introducer sheath is 8.2mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was used as an accessory during the procedure. Strong resistance was reportedly felt when the 22fr sheath was inserted from the left side, but the sheath was able to be advanced. After successful implantation of the stent graft, distal blood flow on the left side reportedly could not be undetected by doppler ultrasound after the sheath was removed. According to the report, an intra-operative angiogram revealed a dissection of the ostium of the left external iliac artery, and no flow below the middle of the left external iliac artery. A cut-down was performed at the puncture site and the vessel was exposed and cut. It was reportedly confirmed that the intima was peeled-off about 5cm from the puncture site to proximally. An endarterectomy was performed, and blood flow was reportedly improved. The dissection of the left external iliac artery remains, but it was thought to have no effect on blood flow. No further treatment was given, and the procedure was concluded. The patient tolerated the procedure, and the physician will continue to monitor the patient. The physician stated that the patient¿s access vessel was narrow (left external iliac artery measured 6.4 ¿ 7.9mm in diameter), and the intima was peeled-off around the puncture site. Therefore, it is possible that the injury of the intima was already present when the sheath was inserted.